Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 14.9 mmol/l (mobile) system 1 and 6.1 mmol/l (performa) system 2. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - system 1 - accu-chek mobile, (B)(6) - system 2 - accu-chek performa.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - system 1 - accu-chek mobile (B)(6)- system 2 - accu-chek performa device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.